Event description:
The same case as: 2134265-2011-02840. It was reported that during a rotational atherectomy treatment procedure, the guide wire and burr got stuck in the lesion. Access was obtained through the femoral artery. The 90% stenotic, de novo and eccentric shaped lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician crossed the lesion with a 330cm rota floppy guide wire and then advanced the 1.5mm rotalink burr to the lesion and it was noted that the advancer was leaking. During ablation the rotawire guide wire and rotalink burr became stuck in the lesion. The physician was unable to remove the guide wire and burr so the procedure was stopped and the patient was sent for a coronary artery by-pass graft procedure. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).